Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while cutting and closing the stomach body, two consecutive firings resulted in poor staple formation and oozing blood in the tissue. To resolve the issue, an ultrasonic scalpel was used to stop bleeding. After the entire gastric body was cut and closed, sutures were used for suture embedding. Medtronic's initial evaluation of the returned product found that sheared teeth were visible on the firing rack at site of initial firing post clamp up.

Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot# p2f0775s), egia60amt, egia60amt egia 60 artic med thick sulu (lot# p2f0775s) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.